Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's 'scs' was no longer working and was off. It was unclear if by "scs" the reporter was referring to the patient's therapy or device. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the cause of the event was a "non-functional" implantable neurostimulator (ins). The patient experienced an increase in lumbar pain which was temporarily relieved by opioid medication. The event did not require any hospitalization and no interventions were performed as there was no approval from the patient's health insurance. The patient outcome was reported as serious injury - ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 399930, lot# j0519140v, implanted: (B)(6) 2005, product type lead. (B)(4).